Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of displayable history crc check failed at start-up, unexpected restart, and external ram crc error and off no power anomaly. The customer's blood glucose reading was unknown. The customer stated that a temporary basal was not programmed before the displayable history alarm. The customer did not receive low battery alert prior to the off no power alert. The insulin pump will be returned for analysis.